Manufacturer narrative:
The evoke scs system was returned to saluda for analysis. The evoke closed loop stimulator (cls) failed open circuit and electrode output tests, with shorted electrodes and high impedance observed. The observed results are consistent with electrocautery damage. The evoke scs system surgical guide warns that ¿patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components. Electrosurgical devices generate energy that may cause tissue damage at the lead site and result in severe injury. Damage may also occur to the cls.¿.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported undesirable increase in stimulation. The patient first noted the undesirable increase in stimulation following an unrelated spinal surgery. During a follow up visit, an impedance check was performed and shorted electrodes were identified. The patient requested an explant of evoke scs system because their pain condition had resolved following spinal surgery. The details of the unrelated spinal surgery have not been disclosed to saluda medical representative. It was suspected that the electrocautery may have been used during this procedure.